Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The customer had just started using the insulin pump on the day prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.